Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4)serial: (B)(6), batch: 7638132. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(6), serial: (B)(6), batch: 7638132.

Event description:
Related manufacturer reference number: 1627487-2023-05015. It was reported that two of the patient's leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023, wherein both leads were explanted and replaced to address the issue. Investigation was unable to determine which of the two leads had high impedances.